Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was not returned for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patella clamp would not properly connect to the patella clamp attachment. Attachment would fall when tilted into a downward angle.